Manufacturer narrative:
The investigation reviewed the last calibration performed on (B)(6) 2024; calibration alarms were noted. The investigation reviewed the qc recovery; the recoveries were within the specified range. There was no indication of a performance issue with the reagent. The investigation reviewed the alarm trace; multiple alarms were noted including"sample foam detection" which indicates possible poor sample quality. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from eleven patient samples tested on the cobas pro ise analytical unit. The reporter was able to provide one example of a discrepant result. The initial result was reported outside of the laboratory. The initial result was flagged with a delta check in the laboratory information system (lis) prompting the rerun of the patient sample on their other analyzer. The initial na result from the analyzer was 156 mmol/l. The repeat result from the other analyzer was 145 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The na electrode lot number is r3503. The field service engineer (fse) inspected the analyzer and determined the event was caused by a defective na electrode. He then replaced the electrodes, primed the system, and performed an ion-selective electrode (ise) check with successful results. Calibrations qc and precision tests were performed with successful results. The investigation is ongoing.